Manufacturer narrative:
Additional information: the 2008t hemodialysis machine, operators manual p/n (B)(4) rev n, page 285 documents the following user warning: ¿check all bloodlines for leaks after the treatment has started. Keep access sites uncovered ad monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation.¿ clinical investigation: the blood loss was a direct result of the patient¿s dialysis venous access needle becoming dislodged from the insertion site, which was a direct result of the tape popping off according to the hemodialysis (hd) nurse. The tape is not manufactured by fresenius medical care. There is no allegation that the blood loss was caused by a loose or faulty connection. Additionally, there is no documentation to conclude that the bloodline caused or contributed to the blood loss. Device evaluation: plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager at a user facility reported that a patient lost approximately one liter of blood during hemodialysis (hd) treatment after the venous needle became dislodged from the patient¿s needle insertion site. Approximately seven minutes after a safety check, the patient was found unresponsive with a large pool of blood was under the patient¿s chair. It was reported that the paper tape that was holding the venous needle had popped off the patient¿s skin and the venous needle dislodged from the patient¿s access site. The access site was not covered. The clinic staff initiated cardiopulmonary resuscitation (CPR) and administered 1000 milliliters (ml) of normal saline to the patient. The patient became alert and stable. Hd treatment was terminated and the clinic staff sent the patient to the emergency room (ER) for evaluation. The patient was subsequently admitted to the hospital on (B)(6) 2017 for two days for observation and monitoring. The patient did not receive a blood transfusion. The patient was discharged from the hospital on (B)(6) 2017 in stable condition. There was no reported connection issue regarding the connection from the needle to the fresenius bloodlines. The fresenius 2008t hd machine did not generate an alarm as it is not intended to do so unless there is a disruption of venous pressure. No malfunction of the fresenius bloodlines in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. No samples are available to be returned to the manufacturer for evaluation.